Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician attempted to perform a novasure endometrial ablation (exact date unknown) and the physician had difficulty seating the electrode array. The physician then performed a hysteroscopy and visualized a "perforation near the patient's right cornua". We have been unable to obtain additional information surrounding this event.